Event description:
It was reported via repair work order that the brakes not disengaging due to a bolt backing out of the footend brake crank arm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.